Event description:
Reportedly, a valve was explanted due to aortic insufficiency, return of device is not expected as it is a complicated redo operation, and the valve will be significantly damaged at explant. Original implant date was (B)(6)2001.

Manufacturer narrative:
Device not returned. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.